Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of their negative control with seraclone anti-jk(a). At that time the reagent had been in use for a while. This seraclone anti-jk(a) bottle was opened on (B)(6) 2015 and had been in use without any problems or false test results until the date of this event, on (B)(6) 2015. The customer used biotestcell-i8 panel cells as negative control. The customer did return the supposedly defective product and the panel cells for investigational testing. Our quality control laboratory tested the supposedly defective product in parallel to the retained sample with the panel cells that the customer had provided. Testing in our quality control laboratory confirmed the customer´s test results. We obtained false positive results with the supposedly defective product and the panel cells. But we obtained correct positive and negative results when testing the retained sample with the panel cells. Testing of the retained seraclone anti-jk(a) sample and biotestcell-i8 yielded correct positive and negative results. Only when testing the customer's complaint sample, false positive results were obtained with jk(a) negative red cells. Due to the fact that this customer also received seraclone anti-jk(b) and the use of the reagent dropper for pipetting, a contamination of the supposedly defective product by the customer can not be excluded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. We received no further complaints related to this issue. Improper handling by the customer cannot be excluded. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.